Event description:
The customer reported the system had exposed power cord wires.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep repaired a power cord as needed. The system operates as intended.